Event description:
The glucowatch biographer is a piece of junk. This device has excellent capabilities if it only worked. Reporter asks who this was tested on, 85 year olds who were bed ridden and never moved. This product for diabetics is a wonderful idea, except for the fact that it only works 1/16 of the time. It will constantly give the reading of skip data or skip perspiration. Rptr's job consists of working at a computer and writing papers and 90% of the readings they get are skip data. These auto sensors are way too sensitive for this device, they need to be able to let someone move around and use their arms and hands. Plus, the most dissappointing factor is that a diabetic cannot wear this device if they are working out or jogging or playing sports and that is when they need it most. The price for this device is $600 and insurance does not cover it and the auto sensors are very expensive also. Reporter asks FDA how can you approve this device if all the people that have one complain about it. Reporter has asked the maker about it and they have said that many people have complained about the same things. Reporter has been taken to the hosp due to low sugar because the device didn't work; it was a life threatening situation. Reporter plans on talking to diabetes magazines about this also so others dont waste money on this. To the pts, this is very serious and especially if lots of money is involved, something should work at least 1/2 the time and this doesn't even come close.